Event description:
The reporter indicated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in patient's right eye (od) on (B)(6) 2014. The lens was explanted on 05/07/2014 due to low vault and lens dislocation. The lens was exchanged for a longer length lens and the problem was resolved. See MFR. 2023826-2014-00651 for left eye.

Manufacturer narrative:
Method: lens work order search, medical review. Results: visual inspection of the returned product found a small piece of one plate haptic torn off and missing. Lens was returned dry. A lens work order search was performed and no similar complaint was found. The lens was rehydrated in bss for re-measurement. The measured value after re-hydration is at the expected overall length value after complete in-situ hydration. Concluded the lens is in specifications. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4). Lens explanted. Low vault. (B)(4).